Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried body fluid in the lead lumen. A puncture in the insulation was noted 83.0cm from the terminal pin. Deformed conductor coils from a grabbing tool was also noted. The lead conductors tested electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular lead was explanted ten days after implant due to dislodgement. There was no report of adverse patient effects due to the explant procedure and a new lead was implanted. The explanted lead was returned for analysis.